Event description:
The customer reported that the operational check failed.

Manufacturer narrative:
(B)(6). The customer reported that the operational check failed. The device was evaluated by philips. The symptom was clarified as the device failed operational check for pads/paddles. The power pca was replaced to resolve the issue.